Event description:
Account states wound drain was being removed following a breast implant removal. Physician met some resistance and then drain broke, leaving a portion in the patient. Physician will attempt to remove under fluroscopy.